Event description:
Healthcare professional reported a patient was injected with 1.8 ml of juvéderm® voluma¿ xc into the right temple and 2.2 ml into the left temple. A little over three weeks after the injection, the patient experienced mild acute tonsillitis deemed not device related. Two days after onset treatment began with cefaclor capsules and metronidazole tablets. Event is ongoing.

Manufacturer narrative:
Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection (not device related) is considered an unexpected adverse drug experience.

Event description:
About two weeks after onset, the tonsillitis the patient experienced resolved.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6.